Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a nurse visit on (B)(6) 2022, the stoma site was noted to be oozing. The patient was diagnosed with a stoma site infection and commenced with flucloxacillin. On (B)(6) 2022, the stoma site was free from redness and irritation. The patient completed the flucloxacillin.

Event description:
Correction: on (B)(6) 2018, a patient from ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.

Manufacturer narrative:
Reference number # (parent). Corrected data: b4 (date of report was amended to 28 mar 2022) and b5 (country of complaint received was amended to (B)(6)). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.